Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 in the morning with 300 mg/dl blood glucose reading. Customer was hospitalization because of diabetic ketoacidosis. Customer did not have any symptom. Customer was treated with lantus. Customer current blood glucose reading was 93 mg/dl. Customer blood glucose at the time of the incident was over 300 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name yuma regional medical center. Infusion set was changed on (B)(6) 2017. Customer did not mention air bubbles or leaks. Customer did not mention if the cannula was bent. Drive support was normal. High pressure test was performed. The insulin pump setting was correct. Insulin pump will not be returning for analysis.